Manufacturer narrative:
Initial.

Event description:
It was reported that the user received three ilet error alerts displaying codes 57, 59, and 69; the user restarted the device and the alerts did not recur. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem was identified in relation to the reported alerts. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.